Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-04749. It was reported one of the patient¿s pns leads had eroded through the skin. The patient underwent surgical intervention on (B)(6) 2018 where the physician decided to cut and remove both leads at the distal end leaving the tails in the ipg header.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-04749. Follow up information identified culture results confirmed staphylococcus infection. The patient was treated with IV antibiotics.